Event description:
It was reported that during insertion of two cannulas, the doctor felt increasing resistance and experienced difficulty directing the cannulas into position. When the cannulas were removed, the tip of each device was completely bent. As a result of the difficulty, the procedure was extended by 45 mins. Two additional cannulas were on hand to complete the procedure. See mfg medwatch report no. 1526439-2011-00142 for the other confidence needle that was involved in this event.

Manufacturer narrative:
No definitive conclusions can be made. However, the bent cannula is indicative of the application of atypical force upon the device during insertion, possibly due to contact with hard bone. At this time, the complaint is considered to be closed.